Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) distal tip was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device was returned with no packaging. During visual inspection the distal 5cm section of the guidewire had been fractured (nitinol tubing and core wire) and was still attached to the proximal section by the stretched platinum coil. Functional inspection not possible due to fracture. The reported guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the guidewire tip was shaped, the device navigated through a non tortuous ica, and there were no other difficulties encountered during usage of the device that could have contributed to the issue. During the visual inspection, it was noted that the distal 5cm section of the guidewire had been fractured (nitinol tubing and core wire) and was still attached to the proximal section by the stretched platinum coil. Therefore, the reported stretch was confirmed based on analysis. Based on the analysis, it is possible that the guidewire may have prolapsed at the distal tip during navigation and experienced high tension and/or torsion forces that caused it to fracture. The exposed platinum wire connecting the segments was likely stretched when pulling the wire back. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of the guidewire distal tip stretched and to the analyzed damage of the guidewire distal tip broken/fractured during use since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid). Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid. Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a. We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from from k053268 to k190843 in accordance with the global unique device identification database (gudid).

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) distal tip was broken/fractured during use. No clinical consequences were reported to the patient due to this event.